Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they had problems with lead wires migrating and did not know why. Also, after having her last child, none of them were working or connected. When she delivered her child, the health care professional (hcp) assumed it was because of the position and stress of having a baby that disconnected the lead. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No outcome or troubleshooting performed were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.